Event description:
It was reported that the subject device had a horizontal stripe on the image. The procedure occurred during cleaning and disinfecting. There was no patient involvement.

Manufacturer narrative:
E1: facility name - (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields. Corrected fields: d3- adress 1, g1 mfg. Site address 1. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of insertion section. Fog-free function lose efficacy based on the results of the investigation, it is likely the following led to the malfunction: a component failure of insertion section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.